Event description:
Following a percutaneous coronary intervention an angio seal device was used to close the arteriotomy site. Reportedly, the device was deployed correctly. The tension spring was applied for twenty minutes and manual compression was applied. After hemostasis was achieved, the patient was transferred to the hospital ward and was monitored. Approximately seven hours later a large hematoma developed. The patient became hypotensive and was transfused with six units of blood. Four days later the patient remained hospitalized; the patient was reportedly unable to maintain bed rest. The physician is not certified as this was his first use of an angio-seal device.